Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to start a da vinci-assisted surgical procedure, a pin holding one side of the 8 mm prograsp forceps instrument was missing. It was not present when the instrument was opened. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measured approximately 1.56mm at the swaged end compared to the nominal pin diameter of 1.53mm. Measurement results suggested that the pin was partially swaged. Grips and other components adjacent to the dislodged pin did not show damage. The root cause was attributed to supplier manufacturing, such as insufficient swaging by the supplier of the grip assembly. This report is a duplicate record of another complaint. Please refer to the report with MFR report number 2955842-2025-01132 for details.

Event description:
Refer to h11 for follow-up information.